Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as the lot# was not provided by the customer. The IFU provided with the kit informs the user, "do not apply tape, staples, or sutures. Directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations". Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date, a follow up report will be submitted with investigation results.

Event description:
It was reported "brachial art line was leaking throughout day, the patients arm had swelling that was increasing throughout the day, the art line was trouble shooting and redressed, the art line waveform was appropriate and blood return was noted. It was monitored after the dressing change and because it was still leaking and the arm was still increasing in swelling, the decision was made to remove the art line. While removed the art line, blood started to spray out of side of catheter that was under patients skin, on inspection, the art line catheter had a hole in it and this would have cause the leaking under the patients skin." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "brachial art line was leaking throughout day, the patients arm had swelling that was increasing throughout the day, the art line was trouble shooting and redressed, the art line waveform was appropriate and blood return was noted. It was monitored after the dressing change and because it was still leaking and the arm was still increasing in swelling, the decision was made to remove the art line. While removed the art line, blood started to spray out of side of catheter that was under patients skin, on inspection, the art line catheter had a hole in it and this would have cause the leaking under the patients skin." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".